Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms and momentary pump stops that appeared consistent with an esd event; however, a specific cause could not conclusively be determined through this evaluation. The system controller log file contains data from (B)(6) 2022 at 7:26:17 through (B)(6) 2022 at 13:44:20. Multiple left ventricular assist device (lvad) internal fault events were captured throughout the entirety of the log file from (B)(6) 2022 at 7:26:17 through (B)(6) 2022 at 13:44:20. Momentary pump stop event was observed on (B)(6) 2022 at 1:19:03, 1:56:16, 4:22:07 lasting approximately 1 second and on (B)(6) 2022 at 15:00:26 last approximately 2 seconds. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms, including the lvad fault alarms, and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. The section entitled "alarms and troubleshooting" outlines all system controller alarms, including the lvad fault alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing left ventricular assist device (lvad) fault alarms. The log files captured lvad internal fault alarms starting on (B)(6) 2022. The log files captured pump stops due to electrostatic discharge (esd) events as well. The events lasted about 3 seconds and the pump resumed operation. The log files also captured low flow events related to high pulsatility index. The system controller was exchanged, and the event resolved. The controller would not be returned for evaluation. Additional information stated the error was not in the controller and it was returned to the patient as a backup. The patient was stable and discharged home.